Event description:
On (B)(6) 2007, a perigee graft and a non-ams product were implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. On (B)(6) 2009, two add'l non-ams products were implanted to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "as a result of having the products implanted" the plaintiff has "suffered from serious bodily injury including extreme pain, chronic infection, urinary problems and dyspareunia." It was additionally alleged the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has had and my undergo corrective surgery or surgeries" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.